Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019 patltr (con): follow up information received from the patient reported that, yes, a cause was determined for the pain when lying on their back on a tanning bed (but they did not specifically provide a cause). The patient stated that they had pain when lying on their side and then it hurt the next day. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when the patient was using a tanning bed and laying on their back, they had a gradual pain at the ins implant site. This occurred a couple of weeks ago ((B)(6) 2019). It was only when they were tanning and then the pain goes away. The patient stated that they are lying on their back and when they are done tanning, the pain eventually goes away. The patient was going to try laying on their front to see if the pain comes back. There were no further complications reported or anticipated. (See general text for non-complaint information rule out/omitted from the event description).